Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were duplicate patient profiles. A technical support specialist (tss) found duplicate patient profiles, with one listed as admitted and another as preadmitted, both sharing the same visit identification (ID) and primary ID. Some medication orders were associated with the preadmitted profile, and tss advised the customer that one of the patient records needed to be discharged before orders could flow correctly and after that customer mentioned that issue was resolved. The system functioned as intended after the technical support specialist assisted customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower patient was not crossed over to the device, and the admitted patient remained listed as "preadmitted." As a result, no medications were available for the nurse to retrieve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.